Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the right atrial lead helix would not extend. Multiple attempts were made to implant the lead but were unsuccessful. The lead was not used and replaced successfully. The patient was in stable condition during and post operation.